Manufacturer narrative:
Fsca number: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. However, this batch is associated with a potential recognition issue and loss of functionality.

Event description:
During device preparation for the afl procedure, it was noted that the contact force was not available. The tactisys was exchanged with no resolution. The catheter was exchanged and the issue was resolved. The procedure was completed with no adverse patient consequences.